Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the sureform 60 stapler fired the first two blue reloads normally. During the third fire, the instrument clamped appropriately and started firing. The instrument then stopped firing and ¿pushed the stomach out¿. The site checked and confirmed that the maloney dilator was not in the way. A green reload was then installed on the same stapler and during firing, the stomach was pushed out again causing the serosa of the stomach to tear. A third-party laparoscopic stapler was used and stapled fine with blue and green reloads to complete the case. The serosal tear was repaired using 2-0 vicryl and a 19 fr drain was placed. The end of procedure endoscopy looked fine. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the instrument was inspected before use and there was nothing out of the ordinary seen. The issue occurred during creation of the gastric pouch. The stapler did not form staples or transect resulting in tissue being pushed out of the stapler. When the issue occurred, the surgeon was trying to staple on a portion of the previous staple line. There were no errors generated by the system, no clamping issues or pauses for compression, no buttress material used, no tissue calcification, no tissue bunching or previous exposure to chemotherapy and radiation. There was no hole in the staple line and the reload was not stuck on tissue. There was tissue tension and malformed staples. The blade was exposed in the reload but he was unsure if there was any undeployed staples in the reload. A laparoscopic stapler was used to resolve the issue. The patient did not have any bleeding, did not require prolonged hospitalization or require intensive care unit (ICU) stay due to the stapler issue. The blake drain that was inserted was planned as part of the procedure. The patient has been discharged.

Manufacturer narrative:
As of the date of this report, the green sureform 60 reload has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. The logs confirm error 22030, pointing to a firing failure, occurring twice in the procedure. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: stapler with part # 480460-09, lot # l92210316-0081 fired four reloads (three blue followed by one green). The first two firings were completed per the logs. The third firing (blue) resulted in a firing failure at 99.5% completion (would not get a ¿tissue too thick to continue¿ message, since firing was over 95% completion). The fourth firing (green) resulted in a firing failure at 98.6% completion. Both the third and fourth firings had multiple pauses for compression before failing. There were no incomplete clamps in the procedure. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required if the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.